Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s colonoscopy post procedure diagnoses reported multiple diverticula of the sigmoid colon and several ulcerations at the hepatic flexure with the appearance of ischemic colitis. There was no bleeding reported and was determined to be a normal exam. The patient was restarted on coumadin however no transfusions performed and the patient¿s hemoglobin (hgb) and hematocrit (hct) remained stable. No further work up scheduled and no further signs of bleeding.

Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with complaints of bright red blood from the rectum. Unknown changes to medication were made. Anticoagulant at the time of event was warfarin. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The device history records could not be reviewed because the serial number was requested, but was not provided. The manufacturer is closing the file on this event.